Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, phenomenon alternating current plug and fuse connector are damaged, the detailed status of the product could not be checked, so the root cause could not be determined. Also, phenomenon device restarted during the operation, it is likely that occurred due to the damage of alternating current plug and the fuse plug, however, the detailed status of the product could not be checked, so the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following issues: the lamp was not original and the power lamp fails, the alternating current plug and fuse connector are broken, there is rust on the chassis, subframe and top cover. Female connector was in poor condition. It is necessary to change the power supply and the power switch. All affected parts were replaced. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera pro xenon light source had restarted during surgery. The issue occurred during the procedure. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).